Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience? When was the safety released prior to firing? Were there any staples seen in the surgical field? If so, what was their shape? Were the forces to close higher/lower than expected? Were the forces to fire higher/lower than expected? Where in the green range was the indicator located prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Did the healthcare professional receive audible & tactile feedback when firing the device? Is the colostomy permanent or temporary? What is the current patient status?

Event description:
It was reported that during an anterior resection of rectum procedure, the device was used to sew the lower rectal; however, the device was found without cartridge inside the device which failed to reserve the anus. Finally, a colostomy was performed to finish the operation. Currently, the patient is still in hospital.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Low anterior resection of the rectum, anastomosis of the dentate line 3cm what healthcare professional fired the device and what is his/her experience? The person used the device is the deputy director of the department of colorectal surgery. His previous experience: used jnj product for low rectal and used domestic product for high rectal. When was the safety released prior to firing? Adjust the indication window and release safety prior to firing. Were there any staples seen in the surgical field? If so, what was their shape? There is no staple were the forces to close higher/lower than expected? Used the 1.5cm high. Were the forces to fire higher/lower than expected? Used the 1.5cm high. Where in the green range was the indicator located prior to firing? It¿s cdha and the indicator within the region range. Were the donuts inspected? If so, please describe. No, the tissue is cut but not sealed. Was the washer inspected? If so, please describe. Prior to firing, confirmed the washer is closed to the second lattice(1.5cm). Did the healthcare professional receive audible & tactile feedback when firing the device? Heard a click. Is the colostomy permanent or temporary? Operation for low rectal anterior resection, not colon. What is the current patient status? Discharged the patient had an anterior resection of rectum operation on (B)(6) 2016. The device was used to sew lower rectal, however the device was found without staples inside the device which failed to reserve the anus. According to the situation, the patient underwent temporary colonic stoma to complete the operation. The next day, the second operation reversed the colostomy and reserved the patient¿s anus. Currently, the patient is discharged. Photographic analysis: three photos were provided; two photos show a back side shot of the anvil, tissue can be appreciated, the tissue seems to be cut, and no staples are visible this is correct as the staples deliver should be on the patient side and not on the cut tissue showed on the pictures. The third pictures show an upper side view of the anvil, part of the tissue showed on the other photos is visible and the cut washer that should be inside the casing cannot be appreciated. Based on the photo evidence the event described could not be confirmed and the root cause of the complication cannot be determined.

Manufacturer narrative:
(B)(4). Additional information was obtained: the patient is male.

Manufacturer narrative:
(B)(4). Correction to photographic analysis: three photos were provided; two photos show a back side shot of the anvil, tissue can be appreciated, the tissue seems to be cut, and no staples are visible this is correct as the staples deliver should be on the patient side and not on the cut tissue showed on the pictures. Further inspection of the photos shows visibility of the washer, the washer appears to be complete and uncut which would indicate an incomplete firing stroke. The third pictures show an upper side view of the anvil, part of the tissue showed on the other photos is visible. Based on the photo evidence the event described could not be confirmed and the root cause of the complication cannot be determined.

Manufacturer narrative:
(B)(4). Batch # n55a66. The analysis results found that the cdh29a device arrived with no apparent damage with no staples present. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.